Event description:
It was reported by a medical professional that a vns patient was deceased, but they did not know the cause of death. Follow-up to the facility where funeral services were performed revealed that the device had been buried with the patient. Additional relevant information has not been received to-date.

Event description:
Follow-up was received from the physician (B)(6) 2016. The patient had a concurrent illness other than epilepsy which was listed as "genetic disorder." The patient's response to vns therapy was listed as seizure reduction. The patient was receiving vns treatment at the time of death but the settings were not provided. The date of death was confirmed as (B)(6) 2016. The vns system was not explanted after death. The death was not believed to be related to the vns system. An autopsy was not performed. The death was not witnessed, but the patient was found deceased in his bed. The patient had an onset of epilepsy from birth and did have a history of nocturnal seizures. Resective surgery had not been performed. The patient experienced complex partial seizures. There was no history of drug or alcohol abuse or cardiac or respiratory problems. Antiepileptic drugs previously taken were reported as lacosimide, oxycarbazepine, phenytoin, topiramate, and rufinamide. At the time of death the patient was on dilantin, onfi, oxytellen. The patient was reported to be compliant with the medications, but the last known drug levels were not available.